Event description:
It was reported that during a laparoscopic gastric bypass procedure, one side stapled, but the other side did not. The surgeon used clips and sutured the staple line to complete the procedure. There was no pt consequence.